Manufacturer narrative:
Correction b3: event date missing from initial report.

Manufacturer narrative:
The reported ¿lead fracture¿ was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. The root cause of the fractures are unknown as the patient did not report any falls or trauma. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had ineffective therapy due to high impedances on their lead. Surgical intervention was undertaken, and the lead was explanted and replaced.